Event description:
The patient was enrolled in the heal laa study on (B)(6) 2023 with patient identifier (B)(6). It was reported that the patient experienced a hemorrhagic stroke and thrombosis. On (B)(6) 2023 the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 27mm watchman flx pro device. On (B)(6) 2024, the patient was reported to have fallen from a bike and on the same day developed severe headache. On (B)(6) 2023, 21 days post index procedure, aspirin and clopidogrel medications were discontinued as it was found the patient experienced a hemorrhagic stroke. On (B)(6) 2024, 37 days post index procedure, the patient presented for protocol 45-day follow up visit. Transesophageal echocardiography (tee) revealed laminar non-mobile thrombus on the atrial facing surface of the watchman flx pro closure device. The patient was restarted on a medication regimen of 81 mg of aspirin for 10 days and 2.5 mg of eliquis.